Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: no mechanical, electrical, or performance-related failures were observed. As the device functioned as intended and the reported event was not reproduced. As the device functioned as intended and the reported event was not reproduced, the most probable cause cannot be attributed to the product. The most probable cause is therefore classified as cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the power seal curved jaw sealer cut function operation failed during a laparoscopic cholecystectomy therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.